Manufacturer narrative:
In addition to what had been reported by the customer, the service found out that the motor cable was interrupted (probably due to a pump fall). The service proceeded with the replacement of the motor, along with the replacement of the display. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump display was stained. In addition to what had be reported by the customer, the service found out a motor failure.